Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for multiple back operations. It was reported that a few years back (patient did not know the date) they were supposed to have their implant battery changed out with the exact same implant as they had before. They stated that they went to the doctor at the (B)(6) in (B)(6) and they were just supposed to change the battery, but they ended up with a big incision for ¿some other stuff¿. The patient stated that they never did get an ID card and that they would like one of those, ¿in case it changed or something¿. The patient stated that they had the model and serial number of their old implant, but ¿they didn¿t even know if that was the same one that was in them¿. The patient stated that it was just supposed to be a battery swap but their doctor said ¿oh something else and they said something else too¿. They stated that they were supposed to have a one inch incision, but ended up with a 4 inch incision. The patient said the did not know if it was the lead wires or the machine itself they took out, they stated that they thought it was the machine itself they took out because they didn¿t go through their back they just opened up his stomach pretty wide. They stated that it was pretty sore, so they didn¿t know if they changed it all out or what. The patient stated that they got a huge infection at the incision and finally they healed up after they took a bunch of antibiotics. The patient stated that it was a miserable surgery and when they were leaving the hospital they realized that they still had the ¿leggings to pump blood on them¿, because they forgot to take them off as they were rushing them out of there so fast. They also didn¿t give them pain medicine. The patient stated that their current implant worked fine now. It was reported that the event occurred a few years back, maybe three to four years. No further complications were reported/anticipated.